Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Product analysis #(B)(4): during the acceptance inspection, the requested condition was observed. Continuation of d10: section d I nformation references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) UDI#: (B)(4). Product analysis confirmed that during the acceptance inspection, no abnormalities were found in this product. Img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative, nim vital was giving poor response while stimulating the nerve. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed that there was no damage to the board, but the processing speed was slow and the response was poor, so it was handled by replacing the board (like a memory in a pc). H6: previous code c21, d16, b21 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.